Event description:
It was reported that a power source alert occurred, specifically power source alert 07. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, following instructions from technical support, plugged the wall adapter into a working outlet and waited at least 30 minutes to begin charging the pump. Subsequently, the pump returned to 100% battery, resolving the issue.